Event description:
Device issue: device could not be introduced. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device could not be introduced. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.